Event description:
It was reported the patient presented in clinic. During capture threshold testing, it was observed the link module failed to show loss of capture leading to a ten second asystolic episode. The loss of capture was observed on the telemetry strip at the nurse's desk, as the patient was not hooked up to bed side telemetry. No intervention was completed. The patient was stable.